Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. Customer stated the scratch was not on the lcd screen. The extent of the scratch was none but with lines on the pump screen. Customer states they can not read the display.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a white display with a horizontal black brush stroke running across the bottom half of the display. The display itself was unreadable. After further review of the device's interior, the lcd screen has a vertical crack in it plus the circuitry located to the left and to the right of the lcd controller are cracked. Unable to perform displacement and self tests due to the unreadable display. Device received with a crack on the battery tube. Also the middle (enter) keypad button is cracked.